Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. Video and photos received. Upon visual inspection of two videos, the following was observed: the first video shows a device with a white reload loaded and tissue between jaws. At the 00: 03 mark the device is firing. At the 00:08 mark the device is removed of tissue and the tissue appears to be not properly cut and bleeding was noted. The second video shows a device with the jaws open and a little tissue between the jaws. At the 00: 09 mark the jaws are closed. At the 00:17 mark the device is firing. The device is removed of tissue and bleeding is observed. The staple appears to be not properly formed. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Upon visual inspection of two photos, the following was observed: the photos show tissue with some staples in the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes. Malformed clips, as you can see in the video sent. How was the bleeding controlled? With the use of hemolok how much blood was lost (ml)? Not verified did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, because the team managed to contain the bleeding with the use of hemolok. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, there was inappropriate bleeding and stapling without cutting. The medical team managed to reverse the situation with the inclusion of a clip. The patient is stable.